Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, a pad site burn was noticed on the patient¿s back after a radiofrequency ablation procedure with a non-medtronic generator.